Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer's blood glucose level was 160 mg/dl at the time of the incident. The insulin pump had an open book image on the insulin pump screen. The customer reported that last night they accidentally got in the pool and pulled the insulin pump out then dried it. Just a few min ago it went haywire and was told to rewind it. The insulin pump had an arrow with a question mark on it. The screen was blank and beeping now. The insulin pump was neither dropped nor bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.